Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that the fluids mgmt sys tubing became clogged during a cataract procedure. The issue was resolved through product replacement. There was no harm to the pt.